Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive down arrow button due to moisture damage on the keypad traces. The displacement test could not be performed due to the unresponsive button. No moisture damage was noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 16 mmol/l. The customer stated that the device was unintentionally dropped to the water. Customer was advised that the device would be replaced and agreed to return the product for analysis.